Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 432 mg/dl at the time of incident. Troubleshooting was done for alarm and was found that the cannula was bent. Customer was advised to change out entire set and use a different site. The customer was also advised to monitor pump and high blood glucose. No further information was given.